Event description:
It was reported that a mcl20 was used during a cystectomy procedure. It was reported by the affiliate that the clips would not deliver (feed). There was no consequence to the patient.